Event description:
It was reported that the customer passed away while wearing the insulin pump. Caller stated that the customer died of diabetes and other health complications. Caller stated that the customer was having issues with low blood pressure and was very dizzy. Caller stated that the customer had a bad fall and broke three bones on the side of his face and his brain was bleeding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.